Manufacturer narrative:
The reported event of conductor fracture was not confirmed. A partial lead was returned in three pieces. Electrical testing, and x-ray examination were normal with no anomalies found. Additional findings unrelated to the reported events indicated that visual examination found external abrasions at 5.8 cm to 6.8 cm, 9.5 cm to 10.9 cm and 16.5 cm to 17.5 cm from the distal tip, breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the patient anatomy.

Event description:
It was reported via product receipt that the patient presented in clinic for unrelated procedure. During procedure, it was found that the capped right ventricular (rv) lead was fractured, which had caused failure to advance of the stylet and the lead locking device. The rv lead was explanted. Patient condition was stable.